Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure, driveline infection, and renal failure could not be conclusively determined through this evaluation. The account reported that the patient returned to the or same day post operation to have an rvad placed due to right heart failure. The patient also required cvvh for a few days until being weaned off after their kidney function recovered. The patient had their driveline exit site cultured as an outpatient which tested positive for coagulase-negative staphylococci. The patient was asymptomatic with no elevated white blood cell count and antibiotics were not started. Multiple attempts for additional information were requested from the customer; however, no further information was provided. The patient was planned to be monitored moving forward. The patient remained ongoing on vad support until ultimately expiring on (B)(6) 2019 (reported under MFR # 2916596-2020-00189). The heartmate 3 lvas IFU lists right heart failure, driveline infection, and renal failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2019, patient returned to or same day post operation for rvad cmag placement. Patient required continuous veno-venous hemofiltration for a few days post op, but patient's kidney function recovered to allow for cessation of continuous veno-venous hemofiltration. In an outpatient appointment on (B)(6) 2019, the driveline was cultured and found positive for rare staphylococcus coagulase negative. No antibiotics were started. Patient was asymptomatic, no white blood cells, and plan is to continue monitoring. No further or additional information was provided.